Event description:
It was reported that a suction loss occurred with a patient interface (pi) after the laser fired on the left (os). The intralase treatment was started but broke suction about 1/2 through. The surgeon wanted to try again so they achieved suction with a new pi and again lost suction during the laser treatment. Due to the extreme difficulty getting suction on the left (os) eye, the surgeon did not want to proceed. Account reported that the surgeon will have patient return for photorefractive keratectomy (prk) at a later date. Patient was 20/20 in the left eye (os) the next day (with her correction). This report is 1 of 2 reports.

Manufacturer narrative:
Ethnicity unknown/not provided. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9 device available for evaluation yes device returned on feb 2, 2022 h3 device evaluated by manufacturer "yes". Device evaluation: one (1) opened patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed and the reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.